Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.4 hardware: iphone13.4 cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and loss of consciousness. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod's cannula fell off the infusion site (abdomen). The patient was treated with insulin and IV (intravenous) fluids. The patient was released the following day. The pod was worn when seeking medical attention.